Event description:
The customer reported a crack on the reservoir compartment of the insulin pump. There was no significant event reported leading up to the damage on the device. The customer's blood glucose value was 427 mg/dl. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on display window and broken reservoir tube lip.